Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. Threshold eval is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On 04/15/2015, the customer reported according to their rep, this lead was capped on (B)(6) 2015, due to high thresholds (over 3000 ohms). No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approx 8 years, 7 months.